Event description:
It was reported that during a percutaneous coronary intervention, distal stent damage occurred. A 3.50x38mm promus premier stent delivery system was inserted into guidezilla¿ 145, 5-in-6 to treat an unspecified target lesion. It was noted that the resistance was encountered during the insertion, so promus premier was removed at once. It was noticed that the distal part of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination of the stent found that the struts on the two most distal rows were raised off the balloon material. It was indicated that the user encountered resistance during the insertion of this device into a guiding catheter. The bumper tip of the device was slightly flared. This type of damage is consistent with the device meeting an obstruction. A visual and microscopic examination found no issue with the profile of the device¿s inner or markerbands. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, distal stent damage occurred. A 3.50x38mm promus premier stent delivery system was inserted into guidezilla¿ 145, 5-in-6 to treat an unspecified target lesion. It was noted that the resistance was encountered during the insertion, so promus premier was removed at once. It was noticed that the distal part of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.